Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the cardiologist that the pt was found by her son, nonresponsive. The pneumatic driver was off due to the primary and back up batteries being discharged. The pt's son placed the pt on dc power and the pt was brought to the ER by emergency services. Add'l info was rec'd by the MFR 6 days later advising that the pt had expired due to suicide. There had been a prior suicide attempt one month previous.